Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The customer stated that they had made a change in their laboratory information system on how to calculate the anion gap. The customer then pulled the samples ran during that time period and ran them on the alternate dimension vista instrument, and the results were different than the previously reported results. The customer recalibrated co2 on s/n (B)(4) and reran the samples. The customer stated that there were no integrated multi-sensor technology (imt) or quality controls issues for co2 and the anion gaps were comparable. Upon the ccc specialist's recommendation, the customer ran three fresh patient samples on s/n (B)(4) and on the alternate dimension vista instrument and the results were comparable. The ccc specialist dialed into the customer's system remotely. The imt probe was bleached and rinsed with hot water. The imt and server 1 probes were aligned and the sensor was replaced. The issue with co2 persisted. A siemens customer service engineer (cse) was dispatched to the customer site. The cse ran service methods, which were acceptable except for sample arm 1 (s1) and reagent arm 2 (r2) alignments. The cse set bottom of cuvette correction and alignment for s1 and r2 were acceptable. Quality control was run and patient samples were compared by running them on s/n (B)(4) and on the alternate instrument, which were unacceptable. The cse replaced progard filter on the water purification module and calibrated co2. Quality control and patient samples were rerun, which were acceptable. The cause of the discordant, falsely elevated co2 results on patient samples is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Discordant, falsely elevated carbon dioxide (co2) results were obtained on patient samples on a dimension vista 500 instrument. The initial results were reported to the physician(s), who questioned them. The samples were repeated on an alternate dimension vista instrument, resulting lower than the initial results. The corrected results from the alternate dimension vista instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated co2 results.